Event description:
The reporter contacted lifescan (B)(4) alleging "error 4" error message with the subject meter. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has received the test strips involved with this complaint on 06/22/2011 and completed device evaluation on 06/30/2011. Investigation confirmed the alleged issue. Lifescan has requested the meter involved with this complaint; however, lifescan has not received the meter. A follow-up report will be sent if lifescan obtains additional information.

Manufacturer narrative:
Follow-up #1 (09/09/2011) - device evaluation: the meter involved with this complaint was returned to lifescan on (B)(6) 2011 and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.